Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected an out of range high shock lead impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Additional information received that shock impedance measurements had been trending up; however, the source was not identified. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information became available that another alert for out-of-range (oor) high shock impedances has occurred. Once again, no intervention planned as this patient's impedances fluctuate.

Manufacturer narrative:
(B)(4).